Event description:
The customer reported that, during use in an unspecified procedure, the customer's high flow insufflation unit sounded an overpressure alarm. The device pressure was set to 10 millimeters mercury (mmhg), and had a flow rate setting of normal. 11 mmhg was indicated as being at 15 mmhg insufflation pressure, and the real time pressure value flucuated slowly between 10 and 15 mmhg. The overpressure alarm was issued both as a warning sound as well as a warning light. The customer confirmed that the smoke evacuation suction tube was connected, and reported that the patient was elderly and had a normal abdominable distention. There was no change in the patient's condition as a result of the reported issue, and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.